Event description:
The customer reported that a conjugate spill could be seen on the microwell plate strips while processing a plate. No error was reported. No death or serious injury was associated with this incident. This report corresponds to ortho-clinical diagnostics complaint number 31137108.